Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device made a high pitched noise. It was unknown when the alleged defect was observed. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.